Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital after receiving inappropriate high voltage therapy due to lead noise. The lead exhibited fracture. The lead was capped and replaced on (B)(6) 2018. Patient experienced no complications.